Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 450 mg/dl at the time of incident. Troubleshooting found that the customer could perform a fixed prime and clear out the air bubbles. The customer was advised that the reservoir would be replaced and to return the product for analysis however, the customer does not have the old reservoirs.